Event description:
It was reported that the 14mm screw had stamped the length of the screw with 12mm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that the part was the incorrect length. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The additional evaluation investigation of the complained cortex screw shows that the length of the screw does not meet the specifications. Also the shape of the tip is out of specifications. It is obvious that this screw did not pass the complete manufacturing process, it is not finished.